Manufacturer narrative:
The product has not been returned. No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead exhibited a product performance issue. The patient underwent a surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.